Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. When the distal portion of the device was inside the patient, it was noted that the shaft fractured at a portion outside the guide catheter and touhy. The device was completely removed from the patient and the procedure was completed with another 3.00 x 38mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 200 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer polymer extrusion and mid-shaft found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. When the distal portion of the device was inside the patient, it was noted that the shaft fractured at a portion outside the guide catheter and touhy. The device was completely removed from the patient and the procedure was completed with another 3.00 x 38mm synergy stent. No patient complications were reported and the patient's status was fine.